Event description:
Reporter alleged blood glucose measured hi back to back with a result of 267 mg/dl when testing was performed within 2 minutes apart. Customer stated not having any high glucose symptoms at the time so opened a different vial of test strips and tested 202 mg/dl within another 2 minutes. No actions were taken or treatment was rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
H4 for d4 other #=09/2005